Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to gross loosening of the femoral head. Intraoperatively, an excessive amount of black tissue was noted in the patient, and toggling on the trunnion by the femoral head left wear at the tip and base (but not the middle) of the trunnion.

Event description:
It was reported that the patient's left hip was revised due to gross loosening of the femoral head. Intraoperatively, an excessive amount of black tissue was noted in the patient, and toggling on the trunnion by the femoral head left wear at the tip and base (but not the middle) of the trunnion.

Manufacturer narrative:
Reported event: an event regarding disassociation & abnormal ion level involving an unknown metal head was reported. The disassociation was confirmed by provided photograph & video. Method & results: product evaluation and results: the reported device was not returned however a photograph and video were provided for review. The provided video shows a disassociated metal head and stem. The photo presents a recently explanted head & stem with blood and tissue on the devices surface. There is visible trace of wear on the stem trunnion. Based on the provided picture & video the disassociation event is confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: the event description states: "...left hip was revised due to gross loosening of femoral head ...wear at the tip and base of the trunnion ..." (B)(6) 2020 consultation: " ... Follow-up left hip ... Denies any pain ... Continues to have clicking ... X-rays are normal but his cobalt/chromium level is 18 ... Plan ... Revision ... Exchange polyethylene and femoral head ..." No clinical or pmh, no patient demographics, no imaging studies, no lab or pathology reports, no operative reports, no examination of explanted components. Based upon the information presented, neither confirmation of the event description nor preparation of a medical report is possible for this case. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: although the lot code was not provided, the device description of size and offset, the estimated date of implant and hazard/harm combination, suggests that the device is in scope of the lot specific voluntary recall which was initiated for the lfit v40 cocr heads. H3 other text : device not returned.